Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the insertable cardiac monitor (icm) had missing egm records. No resolution was performed. There were no patient consequences.